Manufacturer narrative:
Continuation of d10: product ID a52300 lot # serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that somebody had hacked them and cut their system "slap off." They couldn't even get in. It was asking for a password. The patient clarified and said that yesterday they got into their handset and "it looked like a business, they set up youtube and all kinds of things." They said yesterday they could get into it, but now they were seeing "system ui." They had to "put in all these numbers." The patient did confirm that the reason they believed someone hacked them was because the therapy was no longer helping their symptoms so they thought it must be off/must have been hacked. Patient services (ps) reviewed with the patient that no one could have hacked their implant and turned the therapy off but asked when the therapy stopped helping them and the patient said since yesterday ((B)(6) 2026). They stated that they'd woken up with their kidneys killing them, and they hadn't been able to pee this morning. The patient stated they peed just a little bit this morning, but not much and not like their regular m orning pee. Now they couldn't get into their handset. Patient services redirected the patient to follow up with their managing health care provider to further address the issue and warm transferred the patient to healthcare it (hcit) as the patient's current "ui" screen wasn't familiar to patient services.